Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in experienced damaged/defective tubing which was noted during use. The following information was provided by the initial reporter: material no.: 383531 batch no.: 9157943 per email: today we inserted a 24 ga. Nexiva catheter into a [I/d reacted] patient and found that when drawing back blood through the line, the blood was "aerating", with microscopic bubbles in the line. We suspect this may be related to recent issues with holes in the catheter lines. We did save the device and wish to return. Per response email: 1. Is the item and lot/batch number of the affected catheter known? Yes, the item is ref (B)(4) lot #9157943 expiration 2022-05-31 2. Did the reported result in any harm to the patient, change/cancellation of treatment, leakage of blood, or medical intervention? There was no leakage from the unit, but the unit was suspected to have a microscopic hole due to aeration of the blood when being pulled through the catheter/tubing. The IV was used only during the ed visit and not removed and restarted due to difficult IV access in this child. The IV was d/c at ed discharge and saved.

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one nexiva unit without the needle assembly. A top web and gauze was also received. Through the visual examination, damage was not observed to the catheter or extension tubing. A leak test was performed where leakage was not observed. The defect ¿tubing damaged/defective¿ as stated in the report, was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in experienced damaged/defective tubing which was noted during use. The following information was provided by the initial reporter: material no.: 383531, batch no.: 9157943. Per email: today we inserted a 24 ga. Nexiva catheter into a [I/d reacted] patient and found that when drawing back blood through the line, the blood was "aerating", with microscopic bubbles in the line. We suspect this may be related to recent issues with holes in the catheter lines. We did save the device and wish to return. Per response email: is the item and lot/batch number of the affected catheter known? Yes, the item is ref 383531 lot #9157943 expiration 2022-05-31. Did the reported result in any harm to the patient, change/cancellation of treatment, leakage of blood, or medical intervention? There was no leakage from the unit, but the unit was suspected to have a microscopic hole due to aeration of the blood when being pulled through the catheter/tubing. The IV was used only during the ed visit and not removed and restarted due to difficult IV access in this child. The IV was d/c at ed discharge and saved.